Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The anesthesia control board was replaced, resolving the reported complaint. Patient information could not be provided due to country privacy laws. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit switched to backup mode. The clinician reportedly cycled power to resolve the reported complaint. There was no report of patient injury.